Event description:
Device report from japan, reports an event as follows: it was reported, that on (B)(6) 2024. The patient underwent an orif surgery with mhn implants. For a fracture of the left proximal humerus. The surgeon used a drill sleeve for the distal, when he drilled the proximal ap hole. Gaps between the drill sleeve and the hole caused the drill hole to shift and the drill bit interfered with the nail. The surgeon drilled manually at the surgeon¿s discretion and succeeded in making a hole. The screw was inserted successfully. When the surgeon was inserting distal locking screws. Drilling was done smoothly, for one of the locking screws, and the drill bit was left for fixation. However, another drill bit, also interfered with the nail when it was used to drill a hole for a 2nd distal locking screw. The surgeon drilled manually for the hole and inserted the distal locking screw successfully. The surgery was completed successfully within 30 minutes delay. No fragments were left in the patient. The surgeon confirmed, this via x-ray. There was no reported adverse patient impact. No further information is available. This report is for an unk, drill bit: trauma. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown drill bit: trauma/unknown, lot. Part and lot numbers are unknown, UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter, is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.